Event description:
It was reported that during a stenting treatment procedure, the inner catheter detached. A biliary stent 8.5fr/12cm had been advanced to an unspecified location. The physician pulled the inner catheter and encountered resistance. The physician pulled the inner catheter "without change" and the inner catheter stretch and separated. The device was removed from the pt without stent deployment. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "fine".